Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that while cutting a fibula, the blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a delay which is unknown, no further information was provided.

Event description:
It was reported that while cutting a fibula, the blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a delay which is unknown, no further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.